Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "chronic migraines, chronic fatigue, mood swings and a lot of inflammation " not related to the device. Healthcare professional additionally reported "left-side deflation" and "feeling of a punch to the chest wall". Manufacturer of device is unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, yellow particles inner device and opening curved on patch/shell bond edge. Leak test and microscopic analysis was performed which identified: sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
Patient reported left side "chronic migraines, chronic fatigue, mood swings and a lot of inflammation " not related to the device. Healthcare professional additionally reported "left-side deflation" and "feeling of a punch to the chest wall". Device has been explanted.